Event description:
Clinic notes were received for review that reported a vns patient was having an increase in seizures and it is unknown if over their prevns rate. Unknown relationship to their vns. System diagnostic testing on their vns showed that it was not at end of battery life and eri no. The patient is scheduled for battery replacement on (B)(6)2010 based on their clinical presentation. Good faith attempts will be made for the product to be returned for product analysis.